Event description:
In 2001 pt has open reduction internal fixation left tibia, minimally invasive technique. A second md recently saw pt in his office for development of nonunion of left tibia at the site of the open fracture where the plate and screws have broken. 2001 to or for removal of hardware left tibia and repair of nonunion fracture left tibia with intramedullary rodding.